Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was reported no determination could be made as to how the instrument was damaged. RMA issued. Replacement shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, the adjustment screw threads are worn down in the middle of the travel not allowing the clamp face to advance beyond this area. The adjustment screw head has tool marks around the edge and the retainer ring on the end of the screw has been stretched allowing some play in the clamp face movement. Screw cross threaded. This mechanical failure, deformation, directly caused the event.

Event description:
A medtronic representative reported an open spine clamp that was damaged. There was no patient present when this issue was identified.